Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an initial stage transcervical polyp resection (tcrp), the device control unit was unable to be activated from the beginning of the case despite several attempts and troubleshooting. Troubleshooting efforts included switching cables and plugs, and surgical time was extended more than 30 minutes, but the unit still failed to power on. The procedure was aborted and the patient was already put under anesthesia. They borrowed a control unit from another hospital after the case being abandoned to investigate the cause and the new unit worked perfectly fine.